Event description:
Reporter noted screen locked during phaco; had to change machine to complete case. Posterior capsule tear occurred; performed a "little anterior vitrectomy" and implanted lens in sulcus. Patient was seen recently and is doing well.